Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was in clinical use at the time of the event and the reported issue occurred during the diagnosis for unknown procedure. Review if the logfiles confirmed the generator reports error: x-ray tube current out of range. It was reported that there was a lack of radiation. Upon troubleshooting, philips field service engineer (fse) visited onsite and replaced the aep dap measurement chamber and the wired footswitch for exposure release. Later, fse observed a problem with disk operation and fse replaced the hdd and attempted to reinstall the software which failed. Fse visited the onsite to replace the suite pc but confirmed that the x-ray tube was defective. The defective part was returned to failure analysis where the grid switch failure was confirmed. Fse replaced and adjusted the x-xay tube. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a lack of radiation. No harm was reported to philips. Philips has started an investigation of this complaint.